Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in a procedure. The exact procedure date was unknown. Post procedure, the percutaneous endoscopic gastrostomy (peg) tube was dislodged. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to august 01, 2024 based on the date the manufacturer became aware of the event as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated.